Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch #2210968-2012-01750 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sling repair and urethropexy.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, and vaginal prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, organ perforation, bleeding, and dyspareunia. It was reported that the patient experienced erosion and underwent excision of eroded mesh and transvaginal sling material on (B)(6) 2009. The patient experienced stress urinary incontinence, vaginal prolapse, erosion, urinary retention, and band like scarring. The patient underwent urethropexy sling release mid urethra and incision of the anterior distal edge of anterior ¿elevate mesh and excision of posterior apical eroded elevate mesh [as written] on (B)(6) 2011. No additional information was provided. (B)(4) - urinary problems; bowel problems; dyspareunia; prolapse. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch #2210968-2012-01750 . The same patient is represented in each medwatch.